Event description:
A hosp reported that: a pt in the burns ICU with acute respiratory distress syndrome had an obstruction of their endotracheal tube while being treated with an mr850 respiratory humidifier and an rt200 adult breathing circuit. Staff at the hosp were alerted to the obstruction by noting the gas exchange of the pt was affected. After the obstruction was noted, the pt was suctioned. At the time of the event, the pt was being ventilated at a flow rate of 12 lpm and the ambient temp was 32 degrees celsius. At the time of the event, misting was noticed in the humidification chamber, in the inspiratory tube and at the pt wye piece. The pt has since died. The dr at the hosp stated that the obstruction was not the cause of death.

Manufacturer narrative:
The device was not returned to the MFR for inspection. The hosp reported that the ambient temp during this event was 32 degrees celsius. This is significantly higher than the ambient temp range of 18-26 degrees celsius specified in the mr850 instructions for use. The very high ambient temp reported in this event is likely to have appreciably reduced the humidity output of the mr850 respiratory humidifier resulting in drier ventilation gas delivered to pt and affecting pt secretions. We are currently gathering more info regarding this event. We will provide a f/u report with the results of our investigation.